Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery packs is the contaminated board. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of battery sn (B)(4) has been completed. The reported problem (does not charge) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was contamination on the battery pca and cells. The cause of the inability to charge or power on a monitor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger or battery pack.

Event description:
A us distributor returned a charger indicating that it was unable to charge a battery pack and a battery indicating that it was unable to charge.